Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's reported blood glucose (bg) level as ¿high¿, specific value was not provided. The customer addressed elevated bg level with a bolus via the pump and continued to use the pump for insulin therapy.